Event description:
Alleged contractures, arthralgias, myalgias, dysesthesias, paresthesias, spasms, fatigue, sleep problems, upperrespiratory infection, sweats, headaches, anxiety attacks, memory loss, rashes, dry mucus membranes and raynaud's.